Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a catheter placement procedure, for an unknown medical condition. It was reported that there the orientational arrow of the introducer needle is not in alignment with the needle bevel by approximately 30 to 180 degrees. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient was undergoing a catheter placement procedure, for an unknown medical condition. During procedure, there is no length mark on groshong catheter. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one video was provided for review. The video shows a clinician implanting the catheter into the patient and rolling the catheter, no markings can be noted on the catheter tube. It is not clear how much part of the catheter is inside the patient as complete view of the catheter is not visible. The manufacturing evaluation site states, it is determined that the cause of the problem reported as "missing depth marks" is inconclusive; the visual evidence is not clear enough to determine if the depth marks were missing. Therefore, the investigation is inconclusive for the reported no length mark on groshong catheter. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.